Event description:
The customer reported that during a pancreatectomy, bleeding occurred after the resection of sealed fatty tissue containing vessels around the portal vein. The surgeon was unable to determine if the bleeding occurred at the seal site or not. The surgery was converted to open. Bleeding was stopped with sutures and the portal vein was reconstructed. A transfusion was required. Operating room time was extended by 10 to 12 hrs. Add'l questions about the incident have been asked of the site.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.